Event description:
Low battery and device service required prompts when device switches on automatically. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 2nd december 2014. The initial pad-pak was installed for 4 years and 1 month before issuing the low battery fail on the 13th january 2019. This would suggest that the low battery fail was caused by a genuinely depleted pad-pak. This could not be confirmed as no pad-pak was returned for investigation. A further pad-pak was installed on the 11th february 2019 with the device passing a self-test. The device performed to specification up to and including the last log entry. The device performed to specification throughout testing at heartsine. The integrity of the battery monitoring of the device was verified during testing. Additionally the device was left at 50°c 95%rh for 5 days while performing a self-test every 20 minutes and did not display any faults and recorded consistent voltages throughout this period. The customer has been contacted to ask for the pad-pak used with the device to be returned for investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Low battery and device service required prompts when device switches on automatically. There was no patient involved in this event.